Event description:
Boston scientific received information that this device displayed a fault code '1003' however the device battery displayed 9.5 years remaining. Boston scientific technical services (ts) was consulted and recommended replacement of the device due to the fault code. A memory download was obtained and analyzed. The fault code occurred on september 6th due to three daily voltage measurements being below the acceptable level. No other faults or resets were found. The current battery voltage was 3.085 volts and therapy delivery was not effected. Three days later, this device was explanted and successfully replaced. No adverse patient effects were reported during the revision procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
--